Event description:
The customer reported the system was indicating that the emergency stop was activated when the system was turned on and it never clears. No pts were involved.

Manufacturer narrative:
Emergency stop message displayed.